Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving bupivacaine [13.7 mg/ml] at an unknown rate and dilaudid [45 mg/ml] at an unknown rate via intrathecal drug delivery pump for lumbar radiculopathy and spinal pain. It was reported that an alarm was heard and confirmed by telemetry and was a stopped pump may exceed tube set. The patient had a spinal stroke on (B)(6) 2017 and due to that the pump was electively stopped. The spinal stroke was due to an epidural with a total knee replacement (tkr) surgery and unrelated to the pump device/therapy. No further troubleshooting or actions were taken with the tube set and the patient plans to have an explant. There were no patient complications/symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.